Event description:
The hospital biomed reported that the device unexpectedly shut down when running the op check test. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The hospital biomed reported that the device unexpectedly shut down when running the op check test. There was no reported pt involvement. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.